Event description:
It was reported that during inspection of the device, the device's led light cover was found to be physically broken. A piece of the device breaking off during surgery could cause infection. There was no associated procedure, adverse consequences, known patient impact, or significant procedural delays associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during inspection of the device, the device's led light cover was found to be physically broken. A piece of the device breaking off during surgery could cause infection. There was no associated procedure, adverse consequences, known patient impact, or significant procedural delays associated with the event.